Manufacturer narrative:
The hill-rom technician found the communication cable had bent pins. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located at the account. There was no patient/user injury reported.